Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures. Customer's blood glucose at time of incident was unknown. Customer was advised that the error table indicates that pump should be replaced. Customer was advised that pump will need to be replaced. Customer declined to troubleshoot for the motor arm cannot communicate with the main arm.

Manufacturer narrative:
The pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. According to the power management graph shows that the backup battery unloaded voltage was not less of the 3.7v for consecutive 240 minutes and the loaded voltage was not less of the 3.5v for 4 consecutive hours. The insulin pump was received with normal operating currents. No unexpected failed battery test, pump error 63, or pump error 4 alarms during testing however, pump error 63 and pump error 4 are confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 3.8 mmol/l value properly from glucose meter. No blood glucose meter communication anomalies were noted. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.